Event description:
It was reported that during a ptca procedure, the tip of the wire broke off in the vessel, possibly due to a vessel spasm. The tip of the wire was removed with snare. Pt status is listed as "okay".